Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 250 mg/dl between 4 and 24 hours of wearing the pod. The reporter stated that the cannula was never inserted into the skin after activation and the bg levels went high. Upon removal of the pod, the cannula was found to be bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received for evaluation. There were no problems found that would result in the reported unsure properly inserted cannula, the cause of which could not be determined. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. The pod generated an 0x1c expiration alarm. The device was confirmed to have run for 80 hours.